Event description:
It was reported that the patient faced an event where leaking at the insertion site on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.